Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the left main during the index procedure. Patient was asymptomatic / free of symptoms at 30 day, 6 month, 1 year and 1.5 year follow up's. It is reported that the patient suffered an ischemic stroke approximately 2 years post index procedure. The patient was admitted after collapse with renal failure and rhabdomyolysis. Stroke diagnosis was based on a radiological evaluation and was confirmed by a neurologist. Investigator indicated that the event was not related to the study stent. Patient was taking asa and clopidogrel 24 hours before the event. It is reported that approximately 4 days later the patient suffered an acute non-stemi, non-q-wave mi and died.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (cva/stroke, mi, death).